Event description:
A philips bench technician reported being unable to acquire an etco2 reading, only dashed lines displayed and a check co2 exhaust message, during a device evaluation. There was no patient involvement.